Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01590. It was reported the patient had fallen and one of the leads migrated. Surgical intervention took place wherein both leads were explanted and replaced. Effective therapy was established. Note: it is unknown which lead had migrated. As such both leads are being reported.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.